Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-operatively, it was noted that the rod was broken. A revision surgery was done to replace the broken rod. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defects have been identified on the rod that could be responsible of the event. The rod is broken due to overload applied on the spinal construct at the maximum loading point of the rod corresponding to the biggest radius.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.